Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly unconscious at the time of the event. Sustained vt that self-terminated before the shock contributed to the false detection. Vt @ 220 bpm spontaneously terminated, and the rhythm at the time of treatment was asystole (a 3 second pause after the vt spontaneously terminated). The response buttons were not pressed during the event. The post-shock rhythm was asystole at 10:25:00, converting to sinus rhythm @ 80 bpm at 10:25:35. Patient was lying on couch. Spouse witness the event and drove patient to hospital. No injury was reported from the treatment. The patient went to the hospital for evaluation and was admitted. It is unknown if the patient continued to use the lifevest. No deficiencies were alleged against the device.